Manufacturer narrative:
A device history record (DHR) review did not find any defects or nonconformities. All records indicate that the device was manufactured in accordance with all applicable procedures. The suggested event is preventable in accordance with the instructions for use (IFU) and abnormality is detectable as well. "Inspection of the instrument channel" . Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. The device was returned and evaluation on the device was completed. During the evaluation, the scope passed the leak test. Minor scratches were found on the plastic cover. The angulation was found below the standards. The forceps passage was checked, and no kink was found. The label on the s-connector had a minor peel. The cause of the foreign object being remained in the scope cannot be conclusively determined.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The device will be returned for evaluation. When the device evaluation is completed or if additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that there was a foreign material exiting from the channel during a procedure. The foreign object was retrieved successfully. No patient injury was reported. No additional information has been obtained.